Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's monitor for an unrelated reason, a reportable malfunction was found.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(6) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. A supplemental MDR will be submitted upon completion of the supplier's evaluation. No adverse event resulted from the defective charger. Device evaluation of monitor sn (B)(6) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
Supplemental report 4/26/2021: a us distributor returned a patient's battery charger and reported that the battery charger was unable to power on. During the investigation of a patient's monitor for an unrelated reason, a reportable malfunction was found.